Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient was hospitalized due to high blood glucose levels; patient reported this occurred because of a deactivated pod due to an error with patient's personal diabetes manager. Despite good faith attempts to obtain additional details including diagnosis and medical treatment, additional information (besides the fact that patient was hospitalised at the time of reporting) was not provided.